Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor system. No compromised forces sensor system alarm noted. The pump had missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 187 mg/dl. The customer stated that insulin squirted out during manual prime. The customer stated that the pump piston continued to move forward after reservoir contact and insulin squirted out. No numbers appeared on the screen. The pump was not dropped or bumped. The customer stated that the drive support cap is not damaged. The customer will be sent a replacement pump.